Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the reported dislocation and perioperative joint infection was not related to the design, manufacture, and/or sterilization of the revised devices.

Event description:
It was reported by d. Hardardt, an onkos sales representative, that a patient with an eleos distal femur replacement underwent revision surgery on (B)(6) 2024 due to a dislocation of the tibial poly spacer and rotational hinge from the tibial baseplate. The patient reportedly jumped the post which led to the dislocation.